Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 500 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to manual dose injection for insulin therapy.